Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen stuck on cfnadmin or cfnapp login screen. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was stuck on admin login. A technical support specialist (tss) remoted into the device and observed that the station was displaying a blue screen error. The tss ran the station configuration to initiate an automatic restart, but the station continued to display the blue screen error. The tss transferred the remote support service update agent from the application repository and confirmed that the application could be opened using the carefusion administration and applied knowledge article "medapplication not launching automatically; station at blue screen" to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.